Event description:
At the 2:30 feeding rn noticed feeding leaking from tube external to infant. Rn pulled tube from infant and found a hole at 17 cm mark. New tube inserted. There were actually three events with this product on three different pts. Lot number same for the first and second event. For the third event, the lot number is 212060, no harm to pt. All product pulled and new product in house with no new issues. Events occurred (B)(6) 2014, model no same for event (B)(6), lot number for (B)(6) event is (B)(4). No model or lot number available for third event on (B)(6) 2014. (B)(4). See also reports # mw5039254 and mw5039255. Feeding of baby.